Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient experienced loss of capture in the left ventricle lead. The lead was observed under fluoroscopy and lead dislodgement was discovered. The lead was explanted and replaced on (B)(6) 2018. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.